Manufacturer narrative:
(B)(4). Batch # unk. Photographic analysis: a word document with photos was received. The photos were reviewed and bleeding was observed. Based on the document reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: the patient had post-op bleeding. No reoperation. Patient received a blood transfusion. Additional information requested and received: was the site of post-operative bleeding identified? If so, how? No visual inspection was made as a re-operation was not performed. How was the bleeding addressed? Blood transfusion given. Was any intervention required other than blood transfusion to address the bleeding? Not to my knowledge. What is the current patient status? No known lasting effects.

Event description:
It was reported that during a laparoscopic gastric bypass, when firing the echelon gst60b load across the antrum for ¿pouch¿ creation, the stapler laid down staples on the proximal side but did not appear to release staples on the distal. Upon further examination, no staples appeared to have been fired into the ¿remnant¿ side of the stomach. The load was removed and a gst60d load was fired across the ¿remnant¿ side of the stomach to ensure closure. Another gst60b load was fired on the ¿pouch¿ side to ensure an intact staple line.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58n9z. Investigation summary: the analysis found that a gst60b cartridge was received with damage to left distal side of the reload. Missing drivers : right 7 total double 3, 4, 5, 8, 9, 10, 11 prox to distal. Left 7 total double 4, 5, 7, 8, 9, 11, 12. Sled - damaged to left 8 outer rails. Left side - first 2 single staples deployed. None of the others did. Fragment of sled rail present in proximal end of the cartridge and stuck in the outer rail slot. No damage to the pan. Pan fully attached. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.